Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use a bd insulin syringe with the bd ultra-fine¿ needle malfunctioned as "the plunger was stuck which caused pain during injection. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for plunger rod difficult to move and needle pain due to unknown lot number. Severity: s_2__; occurrence: unable to perform complaint lot history check for plunger rod difficult to move and needle pain due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. If samples are received in the future the complaint will be reopened for further investigation.